Manufacturer narrative:
As reported, the involved guide pin and its broken tip are not expected for evaluation, as both were discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported failure was unable to be determined. However, based on received information, which indicated that the guide pin broke while reaming, it is believed that the most probable cause of the pin breakage is due to the reamer attachment inadvertently coming in contact with the guide pin. This device was manufactured on 18-jan-2012. Of the lot containing (B)(4) units, there were no other complaints received. A review of the device history record showed, there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. Additionally, a 2-year review of complaints for this product family showed of (B)(4) units shipped, there was only one (1) similar complaint received. This is a reusable device and the number of usage was not provided. This failure mode is addressed in the device's risk document, and the safety risk has been found to be acceptable. To reduce the risk of guide pin breakage and injury to the patient, the product's instructions for use (IFU) provides the following warnings and precautions: warnings: - neurovascular structures must be avoided when advancing this device. - this device should not be advanced with a mallet. Precautions: - proper knee flexion angles should be confirmed prior to advancement. - leg holder should be placed high on the leg allowing adequate exposure for pin exit. - inspect pin prior to use to ensure it is in good physical condition. Product was discarded at user facility.

Event description:
On (B)(4) 2014, conmed received a user voluntary medwatch report ((B)(4)) forwarded by the FDA regarding an incident with the c8675 graft passing guide pin 2.4mm x 43cm. Initial information received from the voluntary report indicated that during an acl reconstruction procedure and while reaming, the tip of the guide pin broke off in the patient's femur. Follow-up with the user facility confirmed the incident occurred on (B)(6) 2013. Additional information revealed the broken tip was retrieved with no problems noted or significant delay. X-ray was taken and confirmed there was no metal fragment left in the patient. The procedure was completed as intended with no further complications or patient injury. In regards to the patient's latest outcome, the user facility reported that the (B)(6) old male patient has resumed his normal activities and is currently doing fine. The guide pin and its broken tip were discarded by the surgeon at the user facility on the day of the surgery.